Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of diaphragmatic stimulation from the right ventricular (rv) lead. The patient also complained of palpitations when they had premature atrial contractions. It was noted that the p-waves had diminished since implant. The rv lead and the right atrial (ra) lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.